Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented herself with a perceived sense secure alarm. The presumed cause is ventricular oversensing in artifacts. The patient does not want revision and she is clinically well. The tachytherapy was deactivated and the crt stimulation was left.

Event description:
New information was received. During a follow-up, the patient has developed third degree av block. No intervention has been performed and the patient was stable.

Manufacturer narrative:
The reported events of oversensing and lead damage were confirmed. As received, a complete lead was returned for evaluation in one piece. Visual inspection of the lead revealed that the lead was compressed, consistent with clavicle crush forces distal to the suture sleeve tie down impression; this was consistent with the reported event of lead damage. The optim sheath was intact at this location and x-ray examination revealed no conductor fractures; however, electrical testing revealed that there was a short between the inner coil and right ventricular electrode conductor path. Further analysis revealed that all lumens were breached at the clavicle crush region. One of the rv cable ethylene-tetra-fluoro-ethylene (etfe) coating was abraded. The poly tetra fluoro ethylene (ptfe) liner was abraded and the inner coil was exposed. The cause of the reported of oversensing was isolated to the exposure of the right ventricular cable and inner coil in the clavicle crush region.

Event description:
Additional information was received that the right ventricular lead was explanted and replaced. The patient was stable following the procedure.